Event description:
It was reported that the night following implant, this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing resulting in five episodes with inappropriate shocks. Additionally three untreated episodes were stored due to the reported oversensing. The cause of the oversensing and inappropriate episodes were attributed to an air bubble. The device was then reprogrammed to turn therapy off. After monitoring with no further noise recorded, therapy was turned back on for this device. This system remains in service. No adverse patient effects were reported.